Event description:
It was reported that the patient with this right ventricular (RV) lead presented to the emergency room (ER) due to syncope. It was noted that the RV lead was not working properly. The lead exhibited high capture thresholds and low impedance. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.